Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was brought into the office after a transtelephonic check showed no atrial output with magnet application. The device was interrogated normally and exhibited normal atrial output. However, when a magnet was applied, only ventricular spikes were seen at a rate of 98.5 ppm. The device will be monitored.